Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. When connected to an external power source, current drain was noted. Testing found that the battery had depleted earlier than expected however a depleted cell with no battery-related failure was determined. Although the pacing inhibition and asystole was caused by safety mode, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
It was reported that, this pacemaker was explanted and replaced due to being operating in safety mode. The device exhibited pacing inhibition leading into an asystole of six seconds. No additional adverse patient effects were reported.

Event description:
It was reported that, this pacemaker was explanted and replaced due to being operating in safety mode. The device exhibited pacing inhibition leading into an asystole of six seconds. No additional adverse patient effects were reported.